Event description:
The distributor contacted animas on (B)(6) 2013 alleging the up arrow, down arrow and ok keypad buttons were unresponsive to user input. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/04/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/23/2014 with the following findings: on examination, the keypad cover was intact without damage. On testing all the keypad buttons demonstrated intermittent unresponsiveness. Multiple button presses with increased force applied were required to evoke response from the ok and contrast buttons. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. Unrelated to the original complaint, the battery compartment was cracked below the finger pad extending down to the primary seal. On testing, there was no issue with loss of power and no evidence of moisture damage in battery compartment.